Event description:
As reported to coloplast, though not verified, the legal representative stated sustained permanent pain, perforation, disability, impairment of mobility, impairment of sexual function, impairment of bowel and bladder function, chronic inflammation, chronic foreign body reaction, entrapment, aggravation, irritation and/or compression of her obturator, pudendal and/or ilioinguinal nerve which in turn damaged and aggravated the surrounding soft tissues. As a result, the patient also experienced paresthesia, depression, and emotional distress. The patient experienced erosion, dyspareunia, neuromuscular pain, pudendal neuralgia, disabling pelvic pain, abdominal pain, groin pain, recurrence of incontinence, oration, vaginal scarring and has undergone medical treatment.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 10/31/2022 provided the following: (B)(6) 2019 vaginal pain, difficulty with defecation. (B)(6) 2021 pudendal neuralgia, worsening pain. (B)(6) 2020 pelvic pain, dyspareunia; bacterial vaginosis. (B)(6) 2021 mesh erosion noted at the site of the sling and midurethra (obtryx sling) dehiscence of the vaginal cuff with mesh 3-4 cm open from the vaginal cuff (restorelle y). (B)(6)2021 large mesh erosion noted from vaginal cuff with dehiscence, 6cm vaginal cuff pelvic pain, difficulty voiding, dyspareunia. (B)(6) 2021 vaginal cuff tenderness radiated near the clitoral area. (B)(6) 2021 levator muscle spasm ¿ pudendal nerve block.

Manufacturer narrative:
Lot number: 1392084 - the lot number was reviewed for complaint trend, nonconforming report and CAPA.